Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient forgot to remove needle guard from two infusion sets on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.